Event description:
It was reported the programmer was not functioning correctly, having trouble powering plus screen. Followup indicates the programmer was having problems starting on occasion. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported power up problem. Analysis confirmed the reported display problem; stylus connection found loose (intermittent). Analysis also found a broken left keyboard hinge.